Event description:
It was reported by surgeon via sales that an edwards mitral bioprosthetic valve was explanted after an implant duration of approximately one (1) year due to obstruction in the outflow tract of the aorta. Preoperative diagnosis indicates: septal hypertrophic cardiomyopathy, status post mitral valve replacement with a left ventricular outflow tract gradient , prosthetic valve stenosis, hypertension, alcoholism. Indication for procedure indicates this is a 56- year- old lady with a hypertrophic obstructive cardiomyopathy underwent a pericardial tissue mitral valve replacement in 2012. The patient initially did well after surgery, however, began to develop chest pain. Echocardiogram revealed severe hypertrophic obstructive cardiomyopathy with a gradient across the left ventricular outflow tract and related to the bioprosthetic valve, the patient was taken to the operating room and underwent redo sternotomy, septal myectomy, mitral valve replacement (subject device), flexible bronchoscopy, and drainage of bilateral pleural effusions. Operative findings indicate, " an intraoperative tee showed a gradient across the left ventricular outflow tract with severe septal hypertrophy. There was also hypertrophy of the ventricular free wall . The bioprosthetic valve was related to the outflow tract, causing significant gradient. Also please note that the bioprosthetic valve had an unequally opening tissue causing a mitral stenosis at the level of the bioprosthetic valve. After cardiopulmonary bypass and on examining the septum, there was thickened septum of the left ventricular outflow tract . This was excised with at least half a cm thickness wide and for about 2 cm deep . The lv outflow tract was found to be opened . The strut of the mitral valve was not in the left ventricular outflow tract. However , the tissue bioprosthesis was present and took a large part of the ventricular cavity. In view of the above and pannus on the tissue valve and the gradient at the lvot, a redo mitral valve replacement was done. After opening the left atrium and examining of the valve, the valve was excised . There was a mass (about 2xl cm) noted on the posterior leaflet of this prosthetic valve. The valve leaflets themselves were structurally intact with good mobility seen. The valve was completely excised and resized to a 25 mm tissue heart valve." Initial report indicates the surgeon does not think there is anything wrong with the valve but it is just a case of unusual patient anatomy. It does appear that there is some pannus growth on one of the leaflets. The valve was explanted and the surgeon chose to replace it with another edwards tissue valve model 7300tfx-25mm.

Manufacturer narrative:
(B)(4). Left ventricular outflow tract obstruction. Evaluation method: x-ray. Device evaluation: the explanted device was returned and evaluated; customer report of pannus growth was confirmed. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 10mm. Minimal to moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 3mm. Host tissue was moderate to heavy at the stent inflow and minimal at the stent outflow. The x-ray demonstrated no calcification and no visible damage to wireform. Wireform was exposed from leaflet 3 to leaflet 1 on the inflow aspect. Sewing ring was also cut near leaflet 1. These damages are most likely due to explant. Additional manufacturer narrative: device evaluation confirms the reported host tissue (pannus) overgrowth on the returned valve. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors (age, disease stage, co-morbidities, etc.) May have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. On the other hand, obstruction of the left ventricular outflow tract (lvot) is highly dependent on patient anatomical factors and surgical technique (sizing, valve orientation, etc.). In this case, the patient had severe septal hypertrophy causing gradient across the lvot, and underwent septal myectomy during the same procedure. Operative notes indicate, "on examining the septum, there was thickened septum of the left ventricular outflow tract . This was excised with at least half a cm thickness wide and for about 2 cm deep. The lv outflow tract was found to be opened . The strut of the mitral valve was not in the left ventricular outflow tract. However , the tissue bioprosthesis was present and took a large part of the ventricular cavity." The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Therefore, the provided information and edwards investigation suggest no device quality deficiency that may have caused or contributed to this event. No further action is required at this time. Edwards will continue to review and monitor all events.